Manufacturer narrative:
D2b: pro code (product code) itx, obj. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the coronary artery. The opticross 6 hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During retrieval, the device appeared to kink at the area of the distal transducer, resulting in separation from the catheter and exposure of the wire. The catheter was further damaged during attempts to test the image. There were no patient complications.